Event description:
It was reported that the patient presented for routine device change. Device interrogation revealed that the pacemaker (pm) exhibited low pacing impedance. Testing of the leads with pacing system analyzer revealed high capture threshold and failure to capture on the left ventricular (lv) lead and low pacing impedance, but in normal range, on the right ventricular (rv) lead. The physician elected to explant and replace the pm and cap and replace the lv lead. The rv lead was left implanted. The patient was in stable condition.